Manufacturer narrative:
(B)(4). Date sent 5/27/2025. D4 batch #y7024w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. I. The device was disassembled and. Remaining clips were found on the clip track. The instrument was disassembled, upon disassembly evidence of corrosion was found throughout the broken area and the advancer was found to be bent. Six(6) clips were found inside clip track. However, it is known from the history of the device that jaw broken and bent advancer condition may lead to malformed clips. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch y7024w number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device did not work properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "I have spoken to the nurse that was in theatre when these clippers did not work properly. It was consultant using the device so well used to operating it. The clips misfired on the first clipper they from what she can remember came out open and not closed when fired. This happened on a few occasions and a second clipper was opened. This too was not firing correctly the clips were feeding but also left the clips open. One of the clippers ended up jamming all together and wouldn't fire any clips at all." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2025. D4: batch # y7024w. Correction- d4. Primary UDI number. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. I. The device was disassembled and. Remaining clips were found on the clip track. The instrument was disassembled, upon disassembly evidence of corrosion was found throughout the broken area and the advancer was found to be bent. Six(6) clips were found inside clip track. However, it is known from the history of the device that jaw broken and bent advancer condition may lead to malformed clips. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.